Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheter was irrigated, no occlusions were noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8803 with lot cvhbyn, conformed to the specifications when released to stock in 27th june 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The pump was flushed by pumping the prechamber and connected to the ventricular catheter. The ventricular catheter was perfect positioned. Csf drained out of the ventricular catheter. Even when pumping the prechamber, no csf evacuated out of the tip of the abdominal catheter. They disconnected the pump and the ventricular catheter and adapted the setting of the valve twice. But even then, it was impossible to pump saline through the pump. They used a new certasplus pump and this resolved the problem immediately.